Manufacturer narrative:
The device was returned to the philips repair bench for eval on 06/10/10. The reported symptom was duplicated. The internal memory card and the processor pca were replaced to resolve the issue. Because multiple parts were replaced, we cannot determine conclusively which one caused the failure.

Event description:
The customer reported that the software had been corrupted.